Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the lower bottom seam. The issue was identified before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: three (3) actual samples were received for evaluation. Visual and microscopic inspection observed a tear at the bottom left side shoulder port weld seam in the back side of all samples. Functional testing revealed a leak in the affected area in all samples. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to a defect in the manufacturing welding process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.